Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) batch: 19907659.

Event description:
It was reported that the patient developed an allergy due to the titanium in the ipg. All device components were explanted. The explanted devices were not returned as they were kept by the medical facility.